Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, and from the service manual, it was confirmed that ¿b30 error¿ showed the scope communication error, and that it was the message in the case (registry error generation) in which the hard deployment of the scope ID data failed, and that it was mainly generated by foreign body attachment and moisture attachment of the electric junction. (Refer to: cv-190 service manual. P. 4-41). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus medical, that a b30 (scope communication error) occurred while using the evis exera iii xenon light source. There were no reports of patient harm or impact associated with this event.